Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited a loss of capture. Fluoroscopy confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. The reported event of loss of capture was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. Unable to measure the s-curve height due to the condition of the lead as received.